Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and rupture. D4: UDI: as the serial number and lot number for the device involved in the event was not provided, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with two 330cc mentor memoryshape breast implants and experienced a rupture on the left side post-operatively. It was also reported that the patient experienced bilateral capsular contracture (baker grade 3 on the left and 4 on the right). As a result, the patient underwent explantation on (B)(6) 2024. This report is for the left side device.

Manufacturer narrative:
On november 26, 2024, mentor received additional information regarding the patient's diagnosis. It was reported that the patient experienced breast ptosis. During the explantation surgery, it was reported that on the left side, there is an exudation of silicone gel on the surface of the implant. Mentor updated the complaint's coding for accuracy. Section h6-medical device problem code has been updated with code a050403 for gel leak. Manufacturer¿s reference number: (B)(4).